Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a possible temporal relationship exists between continuous cycling peritoneal dialysis (ccpd) therapy utilizing the liberty cycler, and the patient¿s expiration. Although it is unknown if the patient was connected to the liberty cycler at the onset of the event(s), there is no allegation or objective evidence indicating a liberty cycler product deficiency or malfunction caused the serious adverse event(s). The end-stage renal disease (esrd) population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. However, given the absence of the esrd death notification, discharge summary, cause of death and limited additional information, the liberty cycler cannot be excluded as having a possible contributory role in the adverse event(s).

Event description:
It was reported that a patient passed away. Additional information was requested but to date, has not been provided.